Event description:
The patient stated that recently she has been experiencing kinked cannulas. She stated that within the past year, 1 of 3 infusion sets has a kinked cannula. The patient stated that her physician says she does not have scar tissue. She stated that she changes her infusion site every day and a half as opposed to every 3 days. She stated that insertion of a new infusion site is slightly more painful. The patient stated that due to kinked cannulas her blood glucose has elevated in excess of 400 mg/dl and she has experienced vomiting, thirst, and nausea as a result. She stated that she changes her infusion site and boluses to lower her blood glucose and she has also used insulin injections. She stated that it takes 6-8 hours to lower her blood glucose. The patient stated that she tries to keep her blood glucose under 200 mg/dl. The patient was sent sample infusion sets with shorter cannula lengths to try to resolve the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.